Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery cap couldn't be removed from the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2017 with the following findings: a review of the black box showed no power on resets. No damage was found to the battery compartment. No moisture or corrosion was found in the battery compartment. The returned battery cap had a worn top. The returned battery cap attached securely to the pump. The pump was run for 24 hours and no power issues occurred. The difficulty removing the battery cap was duplicated due to a worn top. The battery cap measured within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.